Manufacturer narrative:
Summary of event: as reported, the basket shape of an 'ngage nitinol stone extractor' was deformed. The defect was noticed prior to patient contact and was not used on the patient. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14734675. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Functional tests and visual inspection of the returned complaint devices were also conducted. One 'ngage nitinol stone extractor' was returned for investigation with the handle in the open position and the basket in closed position. The handle could not actuate the basket formation; the support and basket sheath were detached; and the support sheath was kinked at the handle. The handle was disassembled, the basket formation could not be manually actuated. An adhesive material (glue residue) was present on the basket sheath indicating the device was properly assembled during manufacturing. Based upon the available information and results of the investigation, cook has concluded that the cause for the separation of the two sheaths could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket shape of an 'ngage nitinol stone extractor' was deformed. The defect was noticed prior to patient contact and was not used on the patient. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.